Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric laparoscopic procedure, the device broke upon entry into abdomen. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the creation of the anastomosis in a bypass a bariatric laparoscopic procedure, the device broke upon entry into abdomen. A new product was replaced to resolve the issue in order to complete the case. There was no patient injury.